Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 displayed an "over frequency" error message and needed to be reinitialized to clear the error. There was no adverse patient involvement reported. There was no patient information reported.